Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose value was 500 mg/dl at the time of the incident. The customer was treated with manual injection and insulin pump for high blood glucose. Customer reported that, the insulin pump had and reoccurring no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Customer reported reoccurring no delivery alarms, since they started a new pack of sets. Product will not be returned for analysis.